Manufacturer narrative:
This device was manufactured before the UDI requirements. Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, performing battery installation tests, power cycling, on/off current testing, shock test, and functional stress testing without duplicating the report. The evaluation indicated that device is working as intended. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during biomed testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.